Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was extubated the first postoperative day after implant. The patient had ventricular tachycardia and was given a bolus dose of amiodarone. On (B)(6) 2022 the patient went into atrial fibrillation with rapid ventricular rate and was given amiodarone bolus followed by amiodarone drip at 1 milligram per minute. On (B)(6) 2022 the patients hemoglobin (hgb) was 7.2 and hematocrit (hct) was 23.4. The patient was given one unit of packed red blood cells. On (B)(6) 2022 the patients hgb was 8.2 and hct was 25.5. The patient had elevated liver function tests which were thought to be due to amiodarone. The amiodarone was discontinued. The patient was hypotensive and put on norepinephrine drip. The patient did not have a history of arrhythmia prior to implant. The patient had low hematocrit levels that were likely due to the post operative chest tube output. The arrhythmia resolved and did not result in any clinical compromise.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07feb2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists cardiac arrhythmia and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") also outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.